Event description:
The dealer alleges the existing shear adapter is broken on a tdxsp-mcg power chair. The bolt has become detached from the main part of the adapter. Dealer also stated center seat frame is broken.